Manufacturer narrative:
(B)(4): a review of the pump history confirmed that the pump was suspended. The pump was exercised for 29 hours with no self-suspends occurring. Investigators suspended the pump and the pump emitted the appropriate audio-visual alerts. All keypad buttons were found to be responding appropriately; no hypersensitive buttons were found. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was going into the suspend mode without user intervention; this was also recorded in the pump history. The patient noted there was no issue with the pump's keypad. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.